Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 400mg/dl and currently 281mg/dl and last night it was 296mg/dl. Customer had been using the insulin pump within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.